Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals, with the noise suspected to be myopotential in nature. Technical services (ts) was consulted and reviewed stored data. Ts discussed programming options. The device was reprogrammed to its secondary sensing vector and the patient will continue to be monitored. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.